Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2012. The device records temperatures below the recommended minimum operating temperature. The failed multiple self-tests due to a low battery between (B)(6) 2012 and (B)(6) 2013. An increase in voltage during this time would suggest a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switches on automatically.